Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that during patient treatment the hls-set was making a rubbing/clicking noise. The noise was not connected to a malfunction of the hls-set, the hls-set had a sufficient gas exchange and flow rate. However, the affected hls-set was replaced. No harm to any person has been reported. As the hls-set was replaced during the patient¿s treatment, the event can result in a risk for harm of any person a report is required. The affected hls set was investigated in the getinge laboratory on 2025-05-19 with the following conclusion: the reported noise could be confirmed. It was determined that the rotor was running out of balance due to a deformation of the spherical cap inside the bearing pan. This caused the bearing ball and rotor to move eccentrically around the central axis, resulting in the rotor touching the side of the pump housing and creating the noise. The following most probable technical causes can lead to a deformation of the spherical cap: misalignment of the bearing cup due to damage to the bearing cup underside and material build-up on the bearing cup side. According to the instructions of use of the hls set (chapter safety instructions for centrifugal pump) it is stated that to listen for scratching noises when priming the system and to replace the hls set advanced if there are scratching noises. The production records of the affected product were reviewed on 2025-05-16. According to the final test results, the product passed the tests as per specifications. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. The complaint information was transferred to the internal nonconformity process (nc) and further investigation steps will be performed within the nc. Based on the results the reported failure "noise" could be confirmed. This complaint was found in the database of customer complaints for the hls-set as a single event (timeframe from 2024-02-05 till 2025-02-05). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during patient treatment the hls-set was making a rubbing/clicking noise. The noise was not connected to a malfunction of the hls-set, the hls-set had a sufficient gas exchange and flow rate. However, the affected hls-set was replaced. No harm to any person has been reported. As the hls-set was replaced during the patient¿s treatment, the event can result in a risk for harm of any person a report is required. Complaint ID# (B)(4).